Manufacturer narrative:
(B)(4). Per follow-up, the subsidiary site technical service engineer (tse) regarding the script questions: the blender was calibrated with the gas and the air connected, the issue appear occasionally, one or two times every three months. The last time when the problem appeared, the user moved the local control and they rebooted the calibration process and the central control monitor (ccm) recovered the control. When he used the mechanical gas flowmeter the measure is equal with the ccm; calibration was not performed immediately prior to the case. They calibrate the blender but they use after approximately 45 minutes after the calibrate process. Per follow-up with the subsidiary site tse: unfortunately, the hospital has not made a decision regarding part return or repair of the unit at this time. Due diligence with the customer and subsidiary are still ongoing. As per service history, the electronic patient gas system (epgs) was not sent for reconditioning since it was repaired in 2009 and multiple scheduled replacements of the oxygen sensor were missed. Without this maintenance the systems efficacy cannot be assured the manufacturer and may increase the risk of product failure. Final letter will be provided to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The manufacturer's subsidiary is currently communicating with the manufacturer's service department for assistance.

Event description:
Correction: there was no delay in the case, as the perfusionist (ccp) had to do additional activities. Clinical review: additional information was received on 26-feb-16. Just as trying to initiate cpb, they attempted to set gas controls with the ccm and they were not able to do so. The video did show the epgs was not in cal and all information points to a failed calibration. A back-up blender was used for the entire procedure.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - device operates differently than expected. (B)(4).

Event description:
It was reported that during use of the device pre-cardiopulmonary bypass (cpb), the customer stated that the gas blender does not answer when they try to change the level in the central control monitor (ccm). The user stated they turned on the system-1 perfusion system, selected the program and pressed the calibrate button. After the calibration delay, the screen showed "calibration ok", but when they tried to move the parameters of the blender, the level return to initial value when they used the local control of the blender, the level in the ccm changed. As a result, an alternate device was employed. There was a delay. The surgical procedure was completed successfully. No blood loss nor adverse consequences to the patient. Per clinical review on (B)(6) 2016: a video has been provided by the user facility that details the events of this incident. In the video, the word cal is displayed below the measured fraction of inspired oxygen (fio2) area of the ccm. This indicates the calibration of the electronic patient gas system (epgs) had failed. The video shows the perfusionist (ccp) using the epgs sliders to reduce gas flow and change the fio2. The values return to the previous setting. When the ccp used the manual local gas control knobs (in the base), the values were able to be changed and stayed at the selected set-point. Again, the ccp went back to the sliders and selected changes would not hold. The ccp elected to use a back-up stand-alone blender during cpb. The case was completed successfully, without associated blood loss.